Event description:
It was reported that after one month of implant, the lead had perforated. The patient presented with chest pains at the medical center. The perforation was confirmed via review of echo. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.